Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Analysis of the AED log files identified that excessive self-testing and failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customer's failure to maintain the battery pack. As a follow-up, proper device and battery maintenance procedures were reviewed with the customer.